Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the issue could not be replicated/confirmed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a cranial resection, the site had difficulties with registration. The site stated that they had a software error with the undo button during registration. The biomed who called technical services (ts) did not have any additional information that he could provide. The account requested a system checkout to make sure that everything was functioning as designed. The clinical specialist provided more information, the surgeon used a different navigation system to complete the procedure with a ten minute delay. The issues the surgeon had was with tracing short and long segments. Sometimes it would work, sometimes it wouldn¿t show up. There was no reported impact on patient outcome.

Manufacturer narrative:
A software investigation via log and archive analysis methodology determined that they were unable to determine probable cause without further information since the investigation proved to be inconclusive based on the information provided. This case may be re-opened if additional information is received. If information is provided in the future, a supplemental report will be issued.